Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that a the doctor removed the drill from holing sleeve on the side of the bed and the burr tip fell out during a transsphenoidal with navigation procedure. The device did not have contact with the patient. The procedure was completed with a backup device. There was no patient impact.

Manufacturer narrative:
Analysis found out that there were abrasions in the inside diameter of the consistent with loading into a handpiece. Visually, the tip of the bur broke off at the shaft which would have resulted in the reported event. The portion that became detached measured 0.851¿ long. The break configuration showed circular patterns which is consistent with torsional stress. By design, the shaft diameter is nominally 0.0350¿ which decreases to 0.0240¿ / +-0.0005¿ in the area corresponding the outer tube bend for clearance purposes. The actual measurement of the diameter in area of the break was 0.0242¿ which is within specification. A review of the global complaint data showed no other complaints for this lot number. A pull test is performed during manufacturing which would have likely detected this issue. With no evidence to substantiate a manufacturing issue, the information most likely indicates inadvertent damage occurred as a result of a handling issue, such as activation of the bur while excess torsional loads were present. If information is provided in the future, a supplemental report will be issued.